Event description:
Procedure type: lap chole. According to the reporter: during preparation for surgery, a white piece came off the device. Port was not used on pt. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).